Manufacturer narrative:
Additional information: the actual device was not available; however, two (2) companion samples were received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) effluent bags leaked; further described as ¿leaking from where the tubing is inserted¿. This occurred during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.